Event description:
The customer reported ma errors, overload fault errors, and charger failed messages were displayed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the candlestick high voltage connectors. The system operates as intended.